Event description:
¿The catheter in particular we have experienced this with is the l-cath 28g introducer/ 1.2 single lumen PICC line." ¿at times we are concerned that the hub on the PICC line is cracked which has caused leaking; also, at times the tubing we typically use for PICC line extension has been leaking once we hook it up to the PICC line (as soon as we use our normal piv tubing the leaking stops). It has happened enough times that I wanted to reach out and see if you had any suggestions for us in regard to this particular line leaking and site care.¿

Manufacturer narrative:
It is unknown if the sample is available. As of the date of this report, the sample has not been returned. A follow-up report will be submitted upon investigation completion.

Manufacturer narrative:
We conducted a thorough review of the manufacturing and inspection records for this lot and found no deviations or non-conformances. Unfortunately, we did not receive any samples for evaluation, nor did we receive any photographic or visual evidence that would have allowed us to review the allegation in detail. Without this necessary evidence, we are unable to perform a thorough investigation or determine a root cause and corrective action at this time. As a result, no corrective action is required at this point. However, if samples are returned at a later date, we would be happy to reopen this complaint for re-evaluation. Argon's sustaining engineering team is aware of this complaint and is currently investigating the root cause. Additional information provided in h.6. And h.11.